Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the shocking/jolting sensations was not determined. The patient claims a screen that said ¿max stimulation¿ appeared. When the rep read the device, it was set to 5ma. We started at 0 and she felt stim at 3.8 ma in the ¿same position¿. So 5ma may have felt pretty strong!! The rep reported that the issue was resolved by when device was turned off. When we turned back on we set it to 3.8 ma from 5ma.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the healthcare professional (hcp) called in to discuss a patient who was experiencing shocking/jolting sensations. The patient was unable to turn off ins off due to "red exclamation mark on the controller". Pt was currently on her way to the hospital. The manufacturer representative (rep) reported the patient was reading a book last night, was not charging and the recharger was not plugged into the controller, but the patient all of a sudden felt a full blast of stimulation. Rep reports patient recalled seeing screen# 99 software error. Rep reports patient went to ER and there they were able reset the controller and patient was able to turn stimulation off. Rep reports impedance and lead connectivity checked and was all normal limits. Rep reports patient is programmed: 5ma/350pw/80hz, electrodes programmed: 2, 3, 4, 5, and 6. Rep reports patient has been on this amplitude. Rep reports no error message was seen on her tablet when she interrogated patient's device. Electrode impedance: reference 2 3: 810 ohms 4: 860 ohms 5: 960 ohms 6: 820 ohms reference 3 2: 810 ohms 4: 820 ohms 5: 960 ohms 6: 830 ohms reference 4 2: 860 ohms 3: 820 ohms 5: 910 ohms 6: 840 ohms reference 5: 2: 960 ohms 3: 960 ohms 4: 910 ohms 6: 830 ohms reference 6 2: 820 ohms 3: 830 ohms 4: 840 ohms 5: 830 ohms it was suggested for the patient to get into the same position as last night and re-test impedance. Rep reports the same impedance result occurred, 800-900 ohms range. Rep reports with reference 3 2: 770 ohms. Rep reports the patient did not have adaptive stimulation programmed. The rep was assisted into tech mode on the controller and reports on the controller the last error code was: 8: 19- july 20, 2021; 22:14: 9-15 10-pt02 11: blank. The rep said no other error code seen. The rep noted the time on the last error code did correlate with patient feeling stimulation full blast. Error code pt02/screen 15 was reviewed and a replacement controller was sent.